Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
Right after insertion noted air - a fracture in the external limb. Some assume that it is a pt issue or clotting issue that lead to the inability to use the catheter and they are removed or reviewed.